Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Onsite investigation was preformed and the issue could be replicated. Replacement of the monitor resolved the issue. No further issues were reported. Analysis of the returned monitor confirmed an electrical failure as the issue was reproduced during testing. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation system's surgeon monitor was flashing on and off. This was not occurring on staff monitor. There was no patient present when this issue was identified.